Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's blood glucose reading was over 600 mg/dl at the time of admission. Caller stated that the customer's insulin pump was reading high blood glucose and the sensor was reading low. Caller declined troubleshooting and requested additional training. Nothing further was reported.